Event description:
The provider spoke with (B)(6) in customer service extension 7931 to advise that the came sleeve that goes into chamber tube is coming out. The provider hung up before any additional information could be obtained.